Event description:
During testing of the dual drive console (ddc) prior to vad implantation, the bottom drive module stopped functioning when unplugged from ac power. There was no pt connected to the ddc at that time. A back up ddc was used instead. Initial examination of the unit was conducted at the site by a biomed engineer and the malfunction was traced to the 6vdc module battery. The battery was replaced, and the problem was corrected. Further research and investigation showed that the 6vdc module battery was over two years old. Thoratec's instructions for use (IFU) for the ddc recommends yearly replacement of the 6vdc module batteries.